Event description:
It was reported that a continu-flo solution set had blood back up into the tubing during infusion. It was noted that the second injection port from the top had been accessed, however it did not reseal and a large portion of the patient's bed was wet. Intermittent air bubbles were also noted between the patient and the affected injection port. The device was being used concomitantly with a colleague triple channel infusion pump and an intravenous (IV) bag. There was patient involvement, however, there was no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Evaluation: one sample was received by baxter for evaluation. Visual examination of the device noted that the septum of the middle y-site was inverted. Microscopic examination of the y-site noted that the center split was present, with an off-center entry site. Should additional relevant information become available, a follow-up report will be submitted.